Event description:
It was reported that there was a software issue and a last error code of 45520. Found during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. Preventative maintenance was performed. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.